Event description:
It was reported that the durepair graft had to be removed because a constant csf leak was present. The graft was used as an onlay during spinal surgery. There were no signs of incorporation of durepair.

Manufacturer narrative:
The device has not been returned to the manufacturer.